Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
The customer reported that the end of the tubing was difficult to connect to a piv on an teenager during the initial insertion of the piv and fluid leaked at the connection which required a new piv to be started. There was no harm.